Manufacturer narrative:
(B)(4).

Event description:
As reported via (B)(6) by the physician "2nd image it's from 2019. Please note renal stents facing each other. Last image done recently shows renal stent facing downward due to migration. First image, catheter through the large superior mesenteric artery (sma) fen with contrast filling the sac. The fenestrated endovascular aortic repair (fevar) was done 2019 locally, sent to me for type 2 endoleak. Angio reveals type 1a. Large sma fen partially covering sma due to stent migration. 60 year old male but with severe mr and pulm htn."